Event description:
It was reported, IV/j-loop was leaking blood back from the thread portion. It was almost as if the plastic thread was not properly adhered to the pliable tubing portion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.